Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked; one leak was located near the non-welded side of the bag. The leaks were discovered during preparation at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 19, 2021 - june 20, 2021. H10: two (2) actual samples were received for evaluation. Both fill ports were cut where the customer likely drained the contents. Visual inspection was performed and no defect was observed in the first sample; however, a tear at the lower right front side of the second sample. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area of the first sample and leak at the lower front right of the second sample. Additional magnified inspection verified a tear/hole where the leak occurred on the second sample. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the first sample was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.